Event description:
The initial attorney reported alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the pt¿s attorney: (B)(6) 2002- pt underwent repair of an incarcerated, strangulated, giant left groin hernia with prefix plug. On (B)(6) 2002 ¿ pt underwent repair of a recurrent left inguinal hernia with a composix kugel patch and explant of the perfix plug. On (B)(6) 2003 ¿ pt underwent repair of a recurrent left groin hernia with a perfix plug. On (B)(6) 2005 ¿ pt presents to an office visit with recurrent left inguinal hernia.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add¿l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add¿l info received. The info provided indicates that the pt was treated for a recurrence, which is a known adverse event listed in the IFU. A mfg review was performed and no evidence of a mfg related cause for the reported event was found. Additionally, no sample was returned for eval. Based on the review of the info currently available, no connection could be made between the adverse pt outcome and the davol product in question. If add¿l event and/or eval info is obtained, a follow up MDR will be submitted. See MDR 1213643-2012-00344 for info related to the prefix plug implanted on (B)(6) 2002. See MDR 1213643-2012-00348 for info related to the prefix plug implanted on (B)(6) 2003.